Event description:
It was reported that a homechoice device experienced an unspecified problem. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, multiple check lines and bags alarms were identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. No device failure or malfunction was identified during analysis that would have caused or contributed to the reported difficulty. The cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.